Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat recurrent vaginal vault prolapse with enterocele, cystocele and rectocele and stress urinary incontinence. It was reported that the patient underwent the concurrent procedures of abdominal enterocele repair and abdominal sacrocolpopexy. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05180. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat vaginal vault prolapse, enterocele, cystocele, rectocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems and dyspareunia. (B)(4) - urinary problems; bowel problems; dyspareunia. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05180. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.